Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1 endo system. The technician ran a cycle and found no issues with the function or operation of the unit. The technician was unable to duplicate the reported event. The technician confirmed that no issues were noted with the latching mechanism on the system 1 endo system's lid. When the cycle was started and the door seal inflated, if the latches were not fully engaged, the seal inflation could have been enough upward force to cause them to pop open and release the lid. As no issues were noted with the system 1 endo system, the reported event may be attributed to the endoscope not being loaded properly subsequently causing the lid latches from latching securely. The operator manual states (5-3), "warning: failure to properly position devices so that all surfaces will be exposed to the liquid sterilant or overloading the processing container may result in an ineffective liquid chemical sterilization and/or damage the devices." The steris technician counseled user facility personnel on the proper operation on the system 1 endo system and the importance of properly loading the unit and ensuring the lid is closed and latched properly. The technician ran a test cycle and returned the system 1 endo system to service. No additional issues have been reported.

Event description:
The user facility reported that during a processing cycle for their system 1 endo system, the lid "popped" opened subsequently causing liquid to leak out of the unit and onto the floor. User facility personnel proceeded to clean up the liquid and in the process experienced inhalation/irritation. One of the employees obtained a burn on her forearm and sought and received medical treatment.